Manufacturer narrative:
(B)(4) follow up emdr: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Product undergoes inspections throughout manufacturing, as the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Tube came away from lockable tip. A patient on the hematology ward had a drainage line attached to the ipc, which connected to the chest drain. I was advised that the tubing disconnected from the adapter. The nurses reconnected it and taped the section between the tubing and adapter to ensure it didn¿t disconnect again. They attempted to access another drainage line but had no success, as the situation occurred during night duty. I have sent you the picture where the line disconnected.

Event description:
Tube came away from lockable tip. A patient on the hematology ward had a drainage line attached to the ipc, which connected to the chest drain. I was advised that the tubing disconnected from the adapter. The nurses reconnected it and taped the section between the tubing and adapter to ensure it didn't disconnect again. They attempted to access another drainage line but had no success, as the situation occurred during night duty. I have sent you the picture where the line disconnected.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation/correction one photo sample was provided to our quality team for investigation. Through visual inspection, the drainage line is noted to have tape near the connection of the access tip and drainage line, however, it is not possible to properly identify if there is a disconnection of those components. Product undergoes inspections throughout manufacturing, as the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Tube came away from lockable tip. A patient on the hematology ward had a drainage line attached to the ipc, which connected to the chest drain. I was advised that the tubing disconnected from the adapter. The nurses reconnected it and taped the section between the tubing and adapter to ensure it didn't disconnect again. They attempted to access another drainage line but had no success, as the situation occurred during night duty. I have sent you the picture where the line disconnected.